Event description:
They received a solid tone with the handpiece during the procedure. They replaced the handpiece and also received solid tones with that handpiece. They were able to complete the case with another device. No pt consequence was reported.